Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that when the patient squeezed the trigger to insert the infusion set, it did not insert properly, resulting in the infusion set being unusable event on (B)(6) 2023. Consequently, the patient experienced elevated blood glucose levels 250-400 mg/dl. No further information available.